Event description:
It was reported that during a lap sigma procedure, after reloading the device, there were misformed staples and an incomplete staple line. The staple line was open. Another device was used to complete the procedure. There were no adverse consequences for the pt. The device was discarded.

Manufacturer narrative:
Info unavailable; device was not returned for eval.